Manufacturer narrative:
Insulin pump received with blank display due to corroded battery tube spring contact and corroded battery tube. Unable to perform all functional testing including the operating currents, a21 error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test or verify unexpected battery power loss, motor error alarm, exposed to magnetic field or magnetic resonance imaging and e70 alarm due to blank display. Motor passed motor test.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had motor position encoder error and motor error alarm. Customer¿s blood glucose level was unknown. Customer reported that the drive support cap appeared to be normal. Customer stated that they did not receive a low battery alert prior to the off no power alert. Customer stated there were unattended alarms. The device will be returned for analysis.